Event description:
Patient fell onto a tile floor and the impact broke the most distal cranial vault distractor where the body welds to the footplate. Patient wasn't injured but due to the device breaking the family traveled back to the hospital to have it looked at. The clinical decision was to have the distractor removed and replaced. The same stock number was used to replace the distractor.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the distractor returned. Process evaluation was also completed on the lot number provided. Tensile cracks were observed under the stereo microscope. It was determined there were no indications of material or manufacturing defects. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up will be submitted.